Manufacturer narrative:
Evaluation summary: femoral component loosening, in general, can be due to many factors including, bot not limited to, insufficient bone contact with the implant, surgical technique, micromotion, patient activity, or patient weight. Given the number of possible permutations that could lead to femoral loosening, the exact cause of failure cannot be conclusively determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers this investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the patient presented with radiographic loosening.